Event description:
There are two saves a user can make on the system; a system save or a gsps save. The customer is reporting that when they make changes either way in ra1000 they get two different results. When they open the image as primary images, they show as they do on ra1000. If the image is opened as a prior, the changes are not shown. The changes that aren't shown could be missing annotations. There was no reported pt injury associated with this event.

Manufacturer narrative:
A follow-up report will be submitted when the investigation is complete. (B)(4).